Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system could not be switched on. Review of the log file showed malfunctioning x-ray-pc. During troubleshooting, fse found that the cause of the reported issue was due to defect in x-ray pc power supply. The fse replaced the power supply with an old workstation. After replacement of the x-ray pc power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem and evaluation method code were corrected.

Event description:
It has been reported to philips that the system's x-ray was not available. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.